Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that their is crack from wear and tear in the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported that the device was exposed to insulin. The customer stated that the exposure to fluid/moisture is due to crack in the battery compartment. The customer was assisted in performing self-test and can't use the keypad on the pump. The insulin pump can't pass the self-test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.